Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the distal tip of the sheath broke off inside the patient. The tip was fully removed from the patient and the case completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the distal portion of the sheath broke during a procedure. It was fully removed from the patient. Quick delay to remove the broken tip and get a new lap tray opened with new tip. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, improper sterilization methods, or normal wear. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the distal tip of the sheath broke off inside the patient. The tip was fully removed from the patient and the case completed successfully.